Event description:
It was reported that the balloon would not deflate completely. There were no patient complications reported.

Event description:
It was reported that during the implant procedure, there was fixation difficulty, and the helix of the lead could not be extended or retracted. The lead also had high impedence. The lead was not implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Customer report was not confirmed for balloon deflation difficulties. The balloon inflated clearly, and concentrically, and remained inflated within specifications without leakage observed. The balloon deflated in 2 seconds without a syringe attached. The specification is 4 seconds. All through lumens were patent without leakage. No visible damage to catheter body or returned monoject 1.5cc limited volume syringe. Cal-cup was returned but not attached to catheter. Introducer and contamination shield were not returned. A device history record review was completed and documented that the device met specifications upon distribution.